Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer reused the cartridge. Customer continued to use the existing cartridge on the pump for insulin therapy. There was no adverse impact on customer's blood glucose level.